Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 270-405 mg/dl and treated with manual injection. The customer reported that infusion set was bent cannula on upper left thigh. The product was not returned for analysis.